Event description:
Reportable based on device analysis completed on 06nov2024. It was reported that premature deployment occurred. A 10mm x 40cm interlock-35 cube coil was advanced for partial splenic artery embolization. During the procedure, the locking arm was released prematurely in the renegade stc-35 microcatheter and could not be advanced forward. The physician removed the delivery system together with the coil. The procedure was completed with a different device. No complications were reported, and the patient condition following procedure was stable. However, returned device analysis revealed the coil arm was detached.

Manufacturer narrative:
A2 age at time of event: 18 years or under. E1 initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual and microscopic inspection observed that the main coil, the introducer sheath, and the delivery wire were returned. The main coil was bent and stretched at the coil arm section. Moreover, the coil arm was detached. Additionally, the introducer sheath was detached at the twist lock section. Functional inspection could not be performed as the main coil and the pusher wire were not interlocking.